Event description:
It was reported that patient experienced a burning pain and a jolting/shocking sensation at ipg site. Shocking sensation stops when stimulation is turned off and occurs when patient is in certain positions or when patient is moving. Decreasing stimulation amplitude and other troubleshooting was attempted to no avail. Lead diagnostics showed all impedances were normal and therapy remains effective. Patient denies any falls, accidents, trauma, or weight fluctuations. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored and shocking sensation/pain has resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of ¿pain / shocking sensation at the ipg site¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. The report stated that the patient declined on having the ipg site relocated and reported no trauma or falls. Patient has also reported that since ipg revision that the pain/shocking sensation has resolved.